Event description:
Reported an infusion pump that overdelivered. A follow up with the biomed revealed the overdelivery occurred during biomed testing. The biomed was asked and answered there was no reported pt injury or medical intervention associated with this pump.